Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: red particle material on the shell, opening on anterior side, creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, crease fold and opening on anterior. A visual and microscopic analysis was performed which identified: sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on anterior of opening device assessed as an unidentified (tear) opening.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. Device has been explanted.